Event description:
It was reported that (2) devices were used during a laparoscopic colon. It was reported by the affiliate that the er420 instruments fire the clips, but do not close them. There was no consequence to the pt.